Manufacturer narrative:
This MDR is part aa a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and was running low on insulin in the cartridge after a recent supply change; review of the bionic report indicated elevated glucose levels that contributed to accelerated insulin use, and the user reported stress as a potential contributor. Symptoms included high blood glucose. Outcomes included no hospitalization, no emergency treatment, and no alerts or alarms. Investigation included remote troubleshooting and education, including guided cartridge change and reconnection. Investigation of this case revealed no device malfunction, with successful reconnection and restoration of adequate insulin in the cartridge, indicating user education needs regarding supply management and hyperglycemia response. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.